Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observations. The caller stated that the patient will be seeing a surgeon in the near future. An x-ray was performed and reviewed by the consultant who stated that there appears to be a reduction in slack of the leads; however, lead dislodgement could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting increased threshold measurements and increased pacing impedance measurements on the right ventricular (rv) channel which has recently exceeded 2500 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was subsequently performed and the rv lead was removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.